Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device overheated. It was reported that the device was not being used during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During evaluation of the device, it was determined that the device had a broken driveshaft, failed cutter lock assessment and failed loctite and cable assessment (cable frayed). Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.